Event description:
The following has been reported: biomed reported: ivenix lvp (sn: (B)(6)) that is giving a "service needed" alarm after the pump is powered on. Pump was cleaned and biomed was able to restart the unit and perform a successful test infusion with no alarms. Testing the unit further, biomed powered down the unit and after powering back on the "service needed" alarm returned. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.